Event description:
Event description boston scientific received information that during a follow-up visit, this device had a gas gauge reading nearing elective replacement time; however, the estimated longevity remaining indicated >5 years. Technical service was contacted and no adverse patient effects were reported.